Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The customer reported an article defect, defects were found with the device during evaluation, therefore we can confirm this complaint. It was found that the motor did not run constantly as it was corroded and also sticks. Further, the resistance values of the keypad of the hand control set and the protective earth resistance of the motor cable were out of range. The motor, motor cable and the hand control set were replaced and the device was repaired, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor. The corroded motor has a tendency to stick and not turn, hence is responsible for the issue reported by the customer. However, given the information provided, we cannot determine a definitive root cause for the defective keypad of the hand control set and the defective motor cable. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 08/10/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that the handpiece device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the motor on the device did not run constantly and was sticking as it was corroded. There was no procedure nor patient involvement reported. No additional information was provided.